Event description:
Rt responded to alarming ventilator, entered room & smelled to burnt wires. No waves on screen and alarm bar reading vent inop. Patient immediately removed from ventilator and bagged. Vent exchanged. Sats remained stable and never dropped. Patient never in distress. Vent returned to vendor. Vendor findings>>vent returned to hosp 10/29/07 following review and repair. Diagnosis: the ventilator investigated and was vent inop. The power supply voltages were checked and the 5 volt read 1.0 volts and the 24 volt supply 0.63 volts. I disconnected the p/n 52430 turbine interface pcba from the main pcba and the 5 volt supply and the 24 volts supply measured within specifications. The cause of the vent inop was the p/n 52430 interface pcba revision b. The p/n 52430 was investigated and short was found across c1, c2 and c3 -measured 4 ohms across all three capacitors- visual inspection found a small crack on c3. The power supply was visually inspected and solder splash was found on 48 volt power supply pcba on p/n 16351 power supply assembly. The ventilator was visually inspected and found no burnt wires. Received with soft ware revision 02.02.06 need to replace p/n 52430 turbine pcba, p/n 16351 power supply as a precaution and update software. "Action taken: replaced effected components under warranty. Updated software to revision 02/02/.08 per eco, installed spiral wire wrapping per eco, recatheterized turbine and performed complete testing and calibration checkout. Unit meets all factory specification."